Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 127 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the pump black box revealed no evidence of call service alarms. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms received. The pump cover was removed and the voltage was found to be within specifications. Unrelated to the original complaint, the display appeared discolored. Additionally, the pump case was cracked at the top right corner between the display lens and pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.